Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade hip stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due. Therefore, the exact cause of the reported event cannot be determined. (B)(4).

Event description:
It was reported by way of telephone call from patient's attorney that allegedly after the implantation of the device, a stem fracture occurred.

Manufacturer narrative:
This event was identified as a duplicate of (B)(4). Investigation results will be documented under MFR report # 0002249697-2013-01699.

Event description:
It was reported by way of telephone call from patient's attorney that allegedly after the implantation of the device, a stem fracture occurred. Update: this event was identified as a duplicate of (B)(4). Investigation results will be documented under MFR report # 0002249697-2013-01699.